Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site drainage is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On an unknown date the patient has pain in the stoma, the stoma is red and has exudate (like if it was dirty water) from the stoma the whole day. On (B)(6) 2017 information received that the patient completed amoxicillin antibiotics with no results. The stoma looks the same despite antibiotic therapy completion and it still has a bloody-watery exudate.